Event description:
The MFR received info alleging a ventilator's display screen was blank. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd display screen was replaced to address the issue. The device's universal porting block was found to be damaged. The device's universal porting block was replaced to address the issue. The device had evidence of physical damage.